Manufacturer narrative:
(B)(4). Additional information requested and received: can you please provide more details of the event? Yes. Was the device locked (no staples were deployed or a cut line started)? The staple and short line was started but the blade was not returned. Or, did the stapler shoot partially (the staple line and the cut line have approximately the same length but did not finish the firing cycle)? The stapler shot the full line of staples. Did the device deliver any staple? If yes, were staples formed in the proper closed b formation? They formed properly. If the stapler was shot, was the staple line completed? If the staple line was completed. If not, please explain. The knife advanced completely to the distal tips of the jaws, but did not return automatically? Was the device locked in the tissue with the jaws closed? If so, how was the device removed? With the emergency lever . If so, did the jaws finally open? Yes. Is the device available to be returned for analysis? The provided lot number, p3022811, is not a valid lot number. Can you please provide a valid six-digit batch or lot number for the device involved in this event? Is the patient's current state known? Yes. Was there any consequence or change in the patient's postoperative care as a result of the event (prolonged hospitalization, readmission, reoperation, etc.)? Please explain.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Did the device lock-out (no staples deployed and no cut line started)? Or, did the stapler partially fire (the staple line and cut line approximately equal in length, but did not finish the firing cycle)? Did the device deliver any staples? If yes, were the staples formed in the proper closed b-formation? If the stapler did fire was the staple line complete? If no, please explain. Did the knife advance completely to the distal tips of the jaws, but not return automatically? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that the device does not return the blade at the time of stamping and cutting and is done in emergency maneuver.